Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the product was opened, the suture were 6 suture strands instead of 5 strands. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of one device. A visual inspection of the returned photo noted six needles loaded into a retainer. It was noted that the writing on the retainer specified that the product should have contained five needles. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The root cause was an missed step during the assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.